Event description:
A copy of the medwatch report was received from FDA which states, ¿pump was infusing heparin when it randomly started beeping. Patient rang out, nurse went in and the message "defective battery" was on the screen. Pump removed and immediately replaced with a new pump, heparin drip restarted.¿ there was patient involvement but unknown impact.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A copy of the medwatch report was received from FDA which states, ¿pump was infusing heparin when it randomly started beeping. Patient rang out, nurse went in and the message "defective battery" was on the screen. Pump removed and immediately replaced with a new pump, heparin drip restarted.¿ there was patient involvement but no harm.

Manufacturer narrative:
Omit: c20 no findings available, e2401 insufficient information, f24 insufficient information. Correction: describe event or problem. Additional information: imdrf annex e, f, a, g, b, c codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.